Event description:
It was reported that during implant attempt, the setscrew of the df-1 right ventricular (rv) coil could not be tightened with the torque wrench. The customer tried to fasten the rv coil by using the setscrew of the df-1 connector port but the rv connector port was chipped off while connecting the rv coil into the generator. The physician elected to explant the device and implant a new device. No patient complication have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found.